Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2018. Product type catheter. Code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
B)(4) (rep): information was received from a manufacturer representative on (B)(4) 2018, regarding a patient receiving unknown baclofen (500mcg/ml at 74.95mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the representative was going to a catheter revision due to a possible catheter kink. The catheter event had not been confirmed. The event date was unknown. It was noted that after implant there was a decrease in spasticity, but on the morning of (b)(6 2018, the patient's spasticity was really bad. It was further noted that there was fluid in the pump pocket and catheter incision that started a week before (B)(6). No further complications were reported or anticipated. On (B)(4) 2019 (rep): additional information was received from a manufacturer representative (rep). The healthcare professional (hcp) was the initial reporter. It was determined there was no kink in the catheter. Cerebrospinal fluid (csf) was leaking from the catheter insertion site and the physician drained the fluid pockets. No further issues were reported or anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2018 regarding a patient receiving unknown baclofen (500mcg/ml at 74.95mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the representative was going to a catheter revision due to a possible catheter kink. The catheter event had not been confirmed. The event date was unknown. It was noted that after implant there was a decrease in spasticity, but on the morning of (B)(6) 2018 the patient's spasticity was really bad. It was further noted that there was fluid in the pump pocket and catheter incision that started a week before thanksgiving. No further complications were reported or anticipated.